Event description:
The customer reported that the system was not recording images. This resulted in data loss. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cpu was identified as requiring replacement. A quote was issued and customer response is pending.